Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-05918. It was reported the pt experienced inadequate and inconsistent stimulation. The pt also needed to undergo an MRI. As a result, the pt's sys system was explanted. An sjm rep was not in attendance. The pt was re-implanted on (B)(6) 2013, with a single lead (different model) and an ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.